Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause for this event is a virus which was able to enter the system because of unpublished vulnerabilities in the windows os. This vulnerability was recently leaked to the public and a third party used the information to create the wannacry virus. Siemens has prepared a software update to eliminate the error and provides prevention against the attacks of the ransomware "wannacry" or other malicious software using the ms windows vulnerabilities.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred with the axiom sensis, hemo low system. The customer reported being infected by the "wannacry" ransomware virus. A short term solution was implemented and the system functions were restored. There is no report of patient involved.